Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels. Bg meter read high and bg was addressed with correction boluses as well as manual injections. Reportedly, elevated bg caused low sodium levels which caused the customer to pass out. Assistance was required from customer¿s nephew. Cartridge and infusion set were changed prior to the report. Customer suspected pump was not delivering insulin; however, during system check with tandem technical support, no issues were identified. Customer reported that stretch marks may have affected infusion site. Reportedly, customer tried different infusion sites and consulted health care provider.